Event description:
It was reported that the patient presented to the ER after receiving a shock during which a pop was heard. The device was unable to be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of no communication was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer. Analysis found that the hybrid was severely damaged. Capacitors were observed to be damaged. Arc and delamination were observed in the substrate. The root cause of the arc could not be determined due to the severe damage.